Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was prompting an error 1 message. Per the onetouch ping user guide the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 around 3:30 pm. The patient reportedly manages her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management due to the alleged issue. The patient claimed that approximately 2 hours after the alleged issue began she developed symptoms of "extremely tired and no energy" due to not being able to test her blood glucose due to the alleged issue. The patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that patient was not using the subject meter for the first time. The alleged issue could not be resolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs's criteria of a serious injury and the patient denied receiving medical intervention as a result of the alleged issue. However, this complaint is being reported because the alleged error 1 message was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the lay user/patient's product has been returned and evaluated by lifescan product analysis ((B)(4) 2012) with the following findings: the meter involved with this complaint failed testing. The meter's data was corrupted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.